Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to suspected insulation damage as the bipolar lead impedance had declined outside of expected limits, there was oversensing in both bipolar and unipolar configurations, and there was no pacing capture in the bipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted 2010 (B)(6). (B)(4).